Manufacturer narrative:
The device was further evaluated and the root cause of the reported failure is excess off current caused by q16 transistors of the alonso pcb assembly.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and was able to verify the reported issue. Additionally, during evaluation it was observed that the device was unable to power on. The device is unable to be repaired and will be forwarded to our product assessment center (pac) for further evaluation. The customer will receive a warranty replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.